Manufacturer narrative:
Service was dispatched on (B)(4) 2011 and multiple visual and performance verification assessments were conducted. The fse noted that the substrate heater was almost empty and that the substrate delivery lines and fittings were "snug." There were no mechanical or instrument failures found. Although the fse may have detected an issue with substrate delivery on the instrument, a definitive root cause for this event has not been determined to date. The mdrs associated with this event consist of: 2122870-2011-01533, 2122870-2011-01540.

Event description:
The customer reported that on (B)(6) 2011 an indeterminate (ind) flag was generated for one thyroid stimulating hormone (tsh) patient sample result generated on a unicel dxc 600i synchron access clinical system. Similar issues occurred for troponin (accutni) on the same sample. Subsequent quality control results also generated ind results. A system check performed after the event failed to meet instrument specifications there were no results reported out of the laboratory and hence no death, serious injury or modification to patient treatment is associated or attributed to this event.